Event description:
Received info that due to a malfunction the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The eval of the device has not been completed. (B)(4).